Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far field oversensing on the right atrial (ra) lead channel. Technical services (ts) was consulted, and programming enhancements were discussed. No adverse patient effects were reported. This device remains in service.